Event description:
The customer called and reported the keypad on the insulin pump was only responding intermittently. It was advised that the customer discontinue use of the device and revert to a back-up plan, if it were to stop working. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly however, moisture damage was found on keypad traces. The device was received with minor scratches on the display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.